Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Five months after the index procedure an aneurx cuff was implanted for the treatment of a possible type I endoleak. Approximately five years later a talent stent graft was implanted for the intervention of a possible type iii endoleak (separation). Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient presented emergently with abdominal pain. A CT scan revealed the presence of a possible type I, iii or IV endoleak. The physician noted that the stent graft (main body) was in the original location with no signs of migration. The patient is currently on dialysis. The physician mentioned that the only option for the patient was to place an endurant aui stent graft all the way up to the sma and cover both renal arteries. At the end of the procedure a fem-fem bypass was performed and the final angiogram showed no endoleak. No additional clinical sequelae were reported and the patient will be monitored by the physician. A review of several returned still images show an unknown type endoleak near the bifurcate flow divider on the right side, and near the gate. Post aui implant image showed that the aui was implanted near the renals/sma, through the left side. Multiple coils were seen placed inside the right/ipsilateral limbs. No endoleak was seen.

Manufacturer narrative:
(B)(4). Method: still images. Results: endoleak. Lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).